Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system did not switch on. Review of the log files didn't confirm the malfunction. The fse checked the power to mpdu (main power distribution unit) in the m-cabinet and mpdu controller, checked the host pc and found the smps (switched mode power supply) was defective. The fse replaced the smps to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.